Event description:
The device was returned for service. Upon evaluation, it was found to run without user activation.

Manufacturer narrative:
Upon evaluation, a damaged tps flex strip was found int he motor cartridge. The damage to the flex strip can create an intermittent electrical connection that allows activation of the motor, causing the device to run without user activation.